Event description:
Two filters did not appear to open completely following deployment via a femoral approach. The physician feels the pt is protected and is not planning any further action. The pt's condition is good. These devices remain implanted. Therefore, no failure analysis is available. It was indicated continual flushing of the carrier systems during the implant procedure was not performed which co believes may have contributed to this event. Co's directions for use state: "do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe. The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedrue. Insufficient flushing can allow thrombus formation inside the vena cava filter which can bind the legs and prevent complete opening upon release."